Manufacturer narrative:
The expiration date is may 2009. As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter is still in place. The extent of the device failure has not been fully documented by the patient's treating medical provider(s). As a result the patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. The indication for the filter placement was a history of ulcerative colitis with recent colon resection and subsequently developed deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right common femoral vein and deployed just below the renal veins with good positioning. The patient tolerated the procedure well and was in stable condition postoperatively. Approximately six and a half years later the patient became aware of blood clots, clotting and or occlusion of the inferior vena cava. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor a conclusion about the reported events be drawn. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a clinical conclusion between the reported events and the filter, additionally, given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter is still in place. The extent of the device failure has not been fully documented by the patient's treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information received per the medical records indicate that the patient has a history of ulcerative colitis, deep vein thrombosis and pulmonary embolism. The filter was deployed via the right common femoral vein with good positioning. The patient tolerated the procedure well and was in stable condition postoperatively. According to the patient profile form (ppf) the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. The patient also experienced fear. The form states that the filter has been in place 90 days, too risky to attempt retrieval. Additionally it states that there has been no attempt to remove the device.